Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Concomitant device(s): eq rev locking screw - 320-15-05, (B)(4); eq rev 38mm glenosphere - 320-01-38, (B)(4); eq rev tray adapter plate +5 - 320-10-05, (B)(4); eq rev torque defining screw kit - 320-20-00, (B)(4).

Event description:
As reported, approximately 2.5 years after the revision, this patient¿s right shoulder was revised due to infection. The surgeon took out all modular pieces and put new ¿clean¿ implants in. Patient was last known to be in stable condition following the event. Devices will not be returned per hospital policy.